Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 26-may-2024, it was reported that the patient faced infusion set tubing detached from hub, which caused the patient blood glucose elevated to 400 mg/dl. The patient had ketones. The patient replaced infusion set and resumed insulin successfully. No further information available.